Event description:
(B)(4). I was placed on a birth control pill for the 3 months before my hsg, when the hsg showed a migrated coil and no blockage I was left on the birth control pill and I continuously had a menstrual cycle every two weeks with severe bleeding including blood clots. I am having a hysterectomy (B)(6) 2016 from the severe side effects caused by essure.

Event description:
(B)(4). After having essure placed, I started having headaches, hot flashes, abdominal pain and irregular menstrual cycles. I had the hsg test done to confirm blockage and the coil in my left fallopian tube migrated back in go my uterus.